Event description:
The "green confirm" button on the anesthesia machine should only require the user to push once to confirm the entered settings (per manufacturer's instruction for use). The green confirm button failed to confirm entered settings after just one depression, and required the user to depress the button multiple times to confirm entered settings. Involved part was replaced a machine functioned appropriately.